Event description:
It was reported that when using the bd pyxis¿ es server unable to access multiple stations. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the user was unable to access multiple stations. A technical support specialist (tss) advised the customer to call hospital information technology (it) or active directory (ad) admin to unlock account ID ctotten. Also confirmed that there was no recreation required. After the hospital it unlock user's account, but the user still unable to login due to 'unable to authenticate'. So, the tss rebooted the medstation by any user that can login through the path ¿login> maintenance> reboot¿. This way, all cache user ids will flush out and will pull updates from the ad server. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server user unable to access multiple stations. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.